Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was subsequently returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged rv grommet and detached rv setscrew.

Event description:
It was reported that the right ventricular (rv) lead had high impedance which triggered an alert. The lead also exhibited oversensing. The lead was explanted and replaced. After the lead revision it was not possible to fix the lead in the connector of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.